Manufacturer narrative:
The reported events were undersensing, failure to sense, ¿non capture¿ and lead dislodgement. As received, a complete lead was returned in one piece. The reported events of undersensing, failure to sense and ¿non capture¿ were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic with shortness of breath. It was noted that complete atrial undersensing with no biventricular pacing, no measurable p waves and an isoelectric atrial electrocardiogram with non capture was observed on the atrial lead. Programming changes were made and the lead rendered inactive. Dislodgement was confirmed. The patient was awaiting lead revision. The patient was stable.

Event description:
New information received notes the atrial lead was explanted and replaced. The patient was stable.